Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the trocar was checked and the tab on the side would not click into place. It was checked several times adjusting all pieces and it still would not work. It is unk how the procedure was completed. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.